Manufacturer narrative:
Weight, ethnicity, race:unk. Claim# (B)(4).

Event description:
The reporter indicated that an implantable collamer lens was implanted. Reportedly, "iop spike in one eye a few weeks post op. It is my understanding it was due to a high vault and was rectified by a lens exchange."

Manufacturer narrative:
Corrected data: b5- the reporter indicated that the surgeon implanted an implantable collamer lens of diopter into the patient's eye. The patient experienced an excessive vault and elevated iop. Reportedly "iop spike in one eye a few weeks post op. It is my understanding that it was due to a high vault and was rectified by a lens exchange." The lens was explanted and replaced. H6-health effect- impact code: "1937" should be added. H6- health effect- clinical code: "4629" should be removed and "4627" should be added. Claim# (B)(4).